Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold and one opening linear on the anterior. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the anterior due to surgical damage consistent in the use of some surgical tool. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and seroma. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side ¿hole in radius (edge)" and "brown fluid and mucus like white tissue sent for cultures¿. Device was implanted beyond the device expiration date. Device was explanted.